Manufacturer narrative:
The device was returned and the evaluation found the following: air/water cylinder has no color; suction cylinder has no color; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; scope cover cover unit has foreign objects; label on scope connector is damaged; due to a pinhole on bending section cover or distal sheath rubber, water tightness is lost; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; due to a crack on light guide lens, illumination is uneven; because channel tube is crushed, the tube cleaning brush cannot be inserted; distal end cover has a chip; adhesive around objective lens has a chip; light guide lens had a crack; adhesive around light guide lens has foreign objects; bending section cover or distal sheath rubber had a cut; bending tube is damaged; adhesive on bending section cover or distal sheath rubber has a crack; connecting tube has coating peeling; connecting tube has a scratch; connecting tube has a dent; universal cord has coating peeling; and universal cord has a wrinkle. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope had the scope cover unit and light guide lens adhesive with foreign material. The issue occurred during an unknown event. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that foreign material was possibly not removed since the reprocessing was not conducted properly due to leakage from bending section cover. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.